Event description:
Customer reported a motor error alarm during priming. The blood glucose reading was 180 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion test. We were unable to prime during prime test due to faulty force sensor resister. No motor error alarm noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case near liquid crystal display window corner, cracked liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.